Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery on channel a. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the device evaluation is still in progress. Upon completion of the evaluation, or should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a battery depleted alarm that interrupted delivery was confirmed. The root cause was attributed to depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: upon further review, the battery depleted alarm interrupted the entire device, not just channel a as was reported in the initial medwatch.